Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A customer contacted baxter's technical service center reporting a system error 2240/2367 (air in set) during dwell 1 on the home choice (hc). The technical service representative (tsr) had the home patient (hp) cycle the power and the hc then alarmed system error 2367. The tsr had the hp cycle the power again and the alarms cleared. The hp had left a clamp open on an unused line. The tsr advised the hp to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.